Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to oversensing. Device data has been sent to boston scientific technical services (ts) for review. The s-ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to oversensing. Device data has been sent to boston scientific technical services (ts) for review. Additional review of device data by ts confirmed the presence of t-wave oversensing, changes in amplitude morphology, and mentioned the shock impedance measurements had risen slightly to 116 ohms during the delivery of shock therapy. Troubleshooting options were provided to the field and the s-ICD remains in service. No adverse patient effects were reported.